Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk (0202-00-0140). The test passed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h11. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of membrane leak test failed. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The fat observed that the membrane leak differential test failed at 7mmhg. The factory specification is +-6mmhg. The fat was able to replicate the complaint experienced by the customer. The safety disk failed testing. Retaining the safety disk in the fat per procedure number 0002-07-d008 rev.at. Root cause 1 - other. The current safety disk design allows for creep. Factors that may contribute to creep include: ¿ the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane. ¿ the helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. ¿ the non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane. Root cause 2 ¿ other 0002-06-6833-02 cardiosave product specification, rev r, does not comprehensively define the essential performance parameters of the cardiosave.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a pim leak test error. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 even site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.